Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The event of overheating of the battery was not duplicated. The battery was disassembled and the components were conforming. It is possible that the battery became warm due to overnight charging. The battery was placed in retention.

Event description:
It was reported that the cd small aseptic batteries are heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Manufacturing date is corrected from 01/03/2014 to 02/03/2014.

Event description:
It was reported that the cd small aseptic batteries are heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Event description:
It was reported that the cd small aseptic batteries are heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event